Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The device was returned to livanova for evaluation. During investigation, the reported issue was confirmed and fluid ingress was identified as the root cause. This is a known issue and a change order (B)(4) has already been implemented. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that the display of the s5 roller pump became unresponsive during priming. There was no patient involvement.